Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that what likely caused or contributed to the device being off when the np check it was unknown. They reported that they found the manufacturer patient support talking. They reported that steps taken to resolve the issue included appointments with their hcp on (B)(6) 2025 and (B)(6) 2025. They reported that the managing hcp had been notified about the lack of therapeutic benefit. They reported that the therapy was not yet working for them and the cause of never achieving therapeutic benefit was unknown.

Event description:
Additional information was received from the patient. The patient reported that what likely caused or contributed to the device being off when the np check it was unknown. They reported that steps taken to resolve the issue included appointments with their hcp on (B)(6) 2025 and (B)(6) 2025. They reported that the managing hcp had been notified about the lack of therapeutic benefit. They reported that the therapy was not yet working for them and the cause of never achieving therapeutic benefit was unknown.

Manufacturer narrative:
B5: updated to reflect correction of description of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they hadn't seen any improvement with the therapy and felt it was a complete waste. The patient stated that they had already adjusted the therapy and spoken with the  manufacturing representative (rep) about three weeks prior. They also mentioned that they had been trying to reach the representative, but their calls hadn't been returned. The patient indicated that they had already increased the stimulation, changed the programs, and made other adjustments, but still hadn't noticed any difference. The patient was redirected to their healthcare provider for further evaluation and assistance. Additional information was received from the patient. The patient reported that they have an appointment with their healthcare provider (hcp) on july 11th. The agent reviewed therapy information and general programming guidance. The patient said they had not gone through all 7 standard programs yet. The patient mentioned they saw a nurse practitioner (np) on april 22nd and the np checked the device and said it had been completely turned off. They turned it back on but the issue wasn't resolved. The patient was redirected to hcp for further guidance.